Event description:
It was reported that the drill became stuck inside the guide. There was no harm for patient, operator or third party reported. This was noticed before the surgery. There was no case involvement reported. No further information received. Update 15-jan-2025: further information was received, on 05-jan-2026, that the case occurred during a surgery. The surgery was finished successfully with a new anchor. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.